Manufacturer narrative:
(B)(4).the event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during fill 1. The hp had disconnected and reconnected improperly. The baxter technical services representative instructed the hp to end therapy and start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted the clinic and now knows how to properly disconnect and reconnect. There were no adverse effects reported to be caused by this incident, and therapy since has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.